Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic after receiving multiple appropriate shocks for sinus tachycardia. Multiple shocks were aborted due to high voltage lead impedance of the right ventricular lead being low. The aborted shocks were due to over current detection. There was a shock delivered that did not brake sinus tachycardia. Lead noise was also noted. The lead was explanted and replaced on (B)(6) 2019. During procedure, a lead insulation anomaly was noted. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the pin measuring 9.7 cm was returned for analysis. External insulation abrasion was noted at 7.3 - 8.4 cm from the pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low impedance and noise.